Manufacturer narrative:
An alarm indicative of a potential malfunction of the transfer set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the transfer set fell off because of loose connection, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during drain one of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that the transfer set disconnected from the catheter adapter due to a loose connection with the catheter, which was reportedly damaged. Renal therapy services (rts) explained and cleared the alarm. The patient would call the nurse for instructions. The transfer set was replaced and the catheter was repaired. There was no patient injury or medical intervention associated with this event. No additional information is available.